Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient reported against right side "green stuff pouring out of my breast, now leaking clear or yellow fluid", exchange from textured due to concern with product, and "my doctors think I have cancer" (non device related). The device remains implanted.

Event description:
Device has been explanted.